Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 07/02/2014 with the following findings: the black box indicates a time and date reset in within 03 minutes of powering off the pump. The bench testing confirmed when the fully charged battery was reinserted after 6hrs without power the time and date reset to factory default settings. Removal of the pump cover showed no leaking to the internal battery; confirmed the voltage on the battery was below 0.7v after less than 24hr time period. The battery compartment is cracked at the case seal. The returned battery cap was able to attach to the pump and was used to complete all testing.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and a defective internal battery. This report is made based on the results of an investigation completed on 07/02/2014.